Event description:
The pt indicated the sensor became extremely hot and burned her skin.

Manufacturer narrative:
Corrosion was identified during visual testing. Device returned to MFR for further investigation. Results pending. Associated accessory device: monitor. Com001. Asset#: 8476915359. (B)(4).